Event description:
Additional information indicated that the rv lead exhibited noise oversensing, resulting in pacing inhibition. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead demonstrated noise oversensing. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information requested but was not received.